Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was unable to charge their device. The patient also got a reposition antenna screen. The patient performed an antenna locate and the caller reported a por. Patient services bypassed the por and the patient was able to get 8 coupling bars. The patient reported no stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.